Event description:
This lead was capped and replaced due to low impedance readings and threshold readings that were "all over the place". There were no adverse pt events reported. Should add'l info be rec'd, this file will be updated.